Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1397 mg/dl. Suspected cause was due to the user not having an active continuous monitoring session; however, this could not be confirmed. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on february 22 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were identified with the cartridge, insulin, or infusion set.